Manufacturer narrative:
Other, other text: the returned sensor and concomitant cable were evaluated. The sensor and cable passed visual inspection and continuity testing. Spo2 and pulse rate measurements were obtained when functionally tested with a lab drager infinity m540 monitor. No product performance issues related to spo2 measurements were identified. The sensor and cable were determined to be functioning as designed. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the sensor "spo2 measurement stable at 93% in copd patient, and concomitant measurement sao2 at 84.4% (differential >8%)." There was no patient impact or consequence reported.

Manufacturer narrative:
Other, other text: device evaluation is anticipated. When the device is evaluated or new information is obtained, a follow-up report will be submitted. Health effect impact code: no adverse event, no patient impact.

Event description:
The customer reported the sensor "spo2 measurement stable at 93% in copd patient, and concomitant measurement sao2 at 84.4% (differential >8%)." There was no patient impact or consequence reported.